Manufacturer narrative:
The insulin pump had button error alarm due to moisture damage keypad traces. It passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. It also had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 278 mg/dl. The customer did not recall any significant events leading to the alarm. The device was returned for analysis.